Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr (master lot), qc 3: 2.3 inr (master lot). The maximum difference between measurements was 4%. The obtained qc results were in the allowed range. No error messages occurred during investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.

Manufacturer narrative:
Occupation equal lay user/patient.

Event description:
A customer complained of a questionable high inr result from his coaguchek xs meter serial number (B)(4). At 9:05 the result from the customer's meter was 6.6 inr. At 9:09 the result from the customer's meter was 5.0 inr. The customer had used the same finger for both tests. The customer's therapeutic range was 2.1 - 3.0 inr. There was no allegation of an adverse event. The customer has no hematocrit concerns, not on direct thrombin inhibitors, is not on heparin therapy, no antiphospholipid antibodies, no changes in coumadin dosage, and has had no signs of bleeding or bruising. The customer stated that there have been no diet changes except they are eating lots of vegetables but not the green leafy ones. The customer has stopped taking iron and vitamin pills. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation is currently ongoing.